Event description:
It was reported that 9 of the bd nano¿ 2nd gen pen needles had clogged needles. The following was received by the initial reporter: verbatim: the patient reported about clogged needles. After opening the package and attaching the needles to the injections, no fluid came out of some of the needles. One package (14 products) contained one or two defective products. The patient was asked to bring the defective product to the pharmacy for confirmation, and 9 products were recalled.

Manufacturer narrative:
H6. Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Due to the condition the samples were returned no clog test could be carried out. As all samples returned were open it is not possible to determine root cause. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text: see h.10.